Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer's specifications. The expert reported observing debris build up on the treatment tip. A review of device labeling found that the operator manual advises frequent cleaning of the treatment tip during use. A lumenis healthcare professional evaluated the reported event details concluding the root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Furthermore, the expert concluded the reported treatment setting were appropriate.

Event description:
It was reported that four patients sustained burns to the arms, underarms, face, and bikini areas respectively following laser hair removal treatment with a lightsheer xc laser. No reports of serious injury or medical intervention to preclude serious injury were received.